Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The vitrectomy valves were replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. One 25ga+ ultravit probe was returned for the probe not cutting or aspirating. For this complaint file, the final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. The sample was visually inspected and was deemed nonconforming. The needle was bent at approximately 15 degrees. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed nonconforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the bent needle. The inner cutter was bent. Wear marks were present at the bend area and the cutting edge of the inner cutter. Actuation and aspiration testing was performed after the disassembly and the testing was deemed conforming. The root cause of the reported cutting issue can be attributed to vitrectomy valves. The complaint evaluation did confirm the probe did not actuate or aspirate, but did not confirm the probe did not cut. The root cause for the probe not actuating or aspirating was due a bent needle. This bent needle condition appears to have occurred during its surgical use but it is not known how the needle actually became bent. A bent needle will cause interference between the inner cutter and outer needle and result in the probe not working.

Manufacturer narrative:
A service visit was performed. A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A nurse reported that a probe did not cut nor aspirate when the surgeon pressed the foot pedal during a vitrectomy surgery. The probe was connected correctly to the unit with two green rings around the connector. A new standalone vitrectomy probe was taken and it worked. There was no patient harm. There was a delay of 3 minutes but the surgeon did not find it clinically significant. No further information is expected. This is one of two reports being filed for this facility. This report refers to the male patient.